Manufacturer narrative:
Device not returned.

Event description:
It was reported that the control iq software did not function as intended. Reportedly, the control iq software resumed insulin delivery while the customer's blood glucose (bg) level was approximately in the 50 mg/dl range. Cause for low bg and additional information was not provided. Customer declined troubleshooting with tandem technical support.